Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the pulse oximeter display was missing segments. Customer indicated there was no patient harm with this event.